Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose level (509 mg/dl). Reportedly, the contact believes the pump carbohydrate ratio and correction factor needed to be adjusted. Customer's endocrinologist has been in contact with the customer on the reported issue. System check with tandem technical support was performed, and it was found that the pump time was inaccurate. The time was off by 15 minutes. The contact was unsure how the pump time became inaccurate. Tandem technical support educated the customer on how to adjust the pump time. Reportedly, customer's bg level would be addressed via the pump.